Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had horrible customer service with their representatives. Patient reported after their implant they had an allergic reaction to the staples. The issue began almost immediately after the procedure. Patient mentioned the representative was kind of rude. Patient also had other surgeries that were not related to the device but the first one had to be. Patient also had ptsd and traumatic brain injury so patient mentioned they were confused. Patient's doctor (hcp) was going to have the implant removed because the implant glitched and they hadn't received a call back from a representative. Patient was in so much pain and they didn't take narcotics. Patient needed to update their implant for their upper back or neck. Patient had a bloody patch and an epidural that went wrong. Patient had too much pressure in their head. Due to the nature of the call and patient mentioning they had a panic attack patient answered agent's questions and agent ended the call since patient mentioned they had negative things to say and didn't want to have that conversation with the agent. Patient wanted to submit a complaint about the rude customer service they got from representatives. Patient had not been programmed by a representative since they got the implant. Hcp was dr. 'Marquise' (last name unknown) and they just got the hcp a month or 3 weeks ago but patient couldn't recall.

Event description:
Additional information was received from the manufacturing representative. Rep stated they reached out to this patient on october 2 and spoke with the patients wife. This is the first contact that any of our team has had with the patient. The patients wife thanked the rep for calling and said that they would call the rep back because they were heading to a doctor¿s appointment. Rep have not heard back from the patient since october 2, so they are unsure of what the plan is for the implanted device. The complaint was called in before any of us made contact with the patient or his wife. Rep will update if any more information is provided to us.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.